Manufacturer narrative:
(B)(4) the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, on (B)(6), 2016, the peg tube became blocked. A new peg tube was placed on (B)(6) 2016. There were no patient complications reported as a result of this event. Reportedly, the patient's condition was "inactive - resting in bed."